Event description:
It was reported that during a ptca procedure, following two inflations a spiral dissection occurred. A stent was advanced, but would not cross the lesion. The pt was sent emergently for coronary artery bypass surgery with an iabp in place.